Manufacturer narrative:
Result: siderail panels.

Event description:
It was reported by service report that there were damaged siderail panels. No pt involvement or adverse consequences were reported.